Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4), investigation summary ==> examination of the returned device did not identify any product defects. No evidence was found indicating product error was a contributing factor. The device was manufactured on 24-february-2012. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> - 10 pieces were manufactured per specification. - date of manufacture was 01-mar-2012. - IFU reference IFU-090200007. - expiration date of february 2017. - no deviations or non-conformances were noted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device did not identify any product defects. No evidence was found indicating product error was a contributing factor. The device was manufactured on 24-feb-2012. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: (B)(4) pieces were manufactured per specification. Date of manufacture was 24-feb-2012. IFU reference IFU-090200007. Expiration date of february 2017. No deviations or non-conformances were noted.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was ordering a patient specific mobility inlay for a planned revision. This revision was not indicated because of pe wear, but because of a planned arthrolysis. As a side effect the change of the inlay, which was not complained will be done. Doi: 2012, dor (planned): (B)(6) 2020. There has been no allegation of any product deficiency.